Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while the cautery was being used inside the open capsule of the patient's left breast, it touched the side of areola. The patient received two burns on her left areola. The burns were dressed with acticoat absorbent dressing. Initial evaluation of the incident device found the insulation was damaged and the device failed hipot testing.